Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
This report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2017-01656 pertains to the first resolution clip device, manufacturer report # 3005099803-2017-01657 pertains to the second resolution clip device and this report pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on an unknown date in (B)(6) 2017. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. The same issue occurred with the next two clips. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Event description:
This report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2017-01656 pertains to the first resolution clip device, manufacturer report # 3005099803-2017-01657 pertains to the second resolution clip device and manufacturer report # 3005099803-2017-01658 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on an unknown date in (B)(6) 2017. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. The same issue occurred with the next two clips. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine. Additional information received on 05jun2017. It was reported that the procedure was performed on (B)(6) 2017.